Event description:
Boston scientific rec'd info that the pt with this implantable cardioverter defibrillator (ICD) expired 8 days post implant. The device was interrogated at the funeral home and found to be functioning appropriately. The device was explanted and will be returned for analysis. The alleging physician questioned the recall status of the device and wondered if there were other problems with boston scientific prods that resulted in this pt's death. It was reported that the ER physician determined the cause of death to be respiratory arrest. Also, this pt had a tumor and had been undergoing radiation treatments. This device was not included in any recall advisory.

Manufacturer narrative:
A request has been made for the return of the device, however, as of today it has not been rec'd at boston scientific's reliability assurance lab for analysis. Should boston scientific receive add'l info or should the device be returned, the event will be reopened and updated.